Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely elevated lithium results while using the architect c8000 analyzer. The following data was provided. The customer uses lithium reference range 0.8 to 1.2 mmol/l. Sid (B)(6). Initial 1.48, repeat 0.91. Results using the alinity c lithium method were lower (0.94, 0.89). The patient was diagnosed as manic depressive. As a result of the initially elevated result, teralithe lp medication dosage was decreased for the patient from 1200 mg daily to 800 mg daily. Five days after the patient was being administered 800 mg of teralithe lp medication daily, the test result was 0.69 mmol/l. No adverse impact to patient management was reported.

Manufacturer narrative:
An abbott customer support individual was dispatched to the account and found probe tubing pinched in multiple places. The reagent probe [part 01g47-03] was replaced and this part was considered the likely cause of the discrepant results issue. The analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, instrument service review, and labeling review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Service history review identified no contributing factors to the customer issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.